Manufacturer narrative:
Age or date of birth, weight, and ethnicity: unknown/ not provided. Initial reporter first & last name: information unknown/not provided. Initial reporter email address and telephone number: unknown/not provided. Manufacturer telephone number: (B)(4). Device evaluation: product testing could not be performed as the product was not returned for evaluation. The reported complaint cannot be confirmed. Manufacturing record evaluation: a manufacturing record review was conducted. All the records for production process were found to be acceptable, all testing items were completed and met specifications, including incoming chemical materials testing, primary materials inspection, product physical appearance inspection, bulk and finished product chemical testing and microbial testing, sterilization records, environment monitoring and water system monitoring. There was no non-conformance related to this complaint. In conclusion, reported lot was deemed acceptable for release per material and products releasing management procedure. Complaint data was trended in previous 12 months by the lot number: zj04325. The search resulted in only the objective complaint was reported in previous 12 months. Conclusion: based on the manufacturing records review, and historical complaint review, there is no indication of a product malfunction or product quality deficiency. No nonconformity report, documentation or labeling changes, and escalations are required. As a result of the investigation, there is no indication of a product quality deficiency. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient experienced severe eye irritation after using blink-n-clean eye drops for a week in (B)(6) 2021. Patient was advised to stop wearing orthokeratology lens and was prescribed eye drops. No identifying information regarding the prescribed drops was provided. The patient had no issues with the previously used brand of moisture eye drops but began experiencing severe irritation after switching to the blink-n-clean eye drops. No further information available.